Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The manufacturer¿s international service technician replaced the oxygen flow sensor assembly to address the reported problem. Investigation of the returned part revealed the defective u1 on the airflow sensor pcba created the o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. The device was not being used for treatment when the reported event occurred.